Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to a "pinhole" in the pressure regulating balloon. A new aus device consisting of a 4.0cm cuff, 61-70 cm h2o balloon and pump, was implanted. Further information received states the pinhole was in the cuff and not the pressure regulating balloon. The pinhole was identified by pressurizing the device with a 30cc syringe. The patient presented with recurring incontinence which led to the revision surgery. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.